Manufacturer narrative:
E1 facility name: (B)(6) medical center. H6: device code 1494 clarifier - indication for use. H6: device code 2017 clarifier - failure to follow steps / instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device using the pre-close technique prior to an ablation procedure via an 10f sheath. It should be noted that the prostyle instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It was reported that femoral angiogram was not performed. It should be noted that the prostyle IFU states: prior to deployment of the perclose prostyle device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a prostyle device using the pre-close technique via a 10f sheath hole prior to an interventional cardiac ablation procedure. Femoral imaging was not performed. Reportedly, a cuff miss [suture-retrieval issue] occurred. The suture of a new prostyle device was successfully pre-placed and the ablation procedure was completed using the same 10f sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.